Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise, which was oversensed, resulting in an inappropriate shock to this patient. Technical services (ts) noted an electrode fracture was suspected as there were large artifact signals noted on electrograms (egm) however, could not be determined. Ts recommended x rays. This patient was evaluated in the hospital and was found to be operating properly and was sent home. This patient was brought back to the hospital by ambulance. Secondary and alternate vectors became flat during evaluation. System impedances were checked and verified normal. Noise was detected and the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to low amplitude. Ultimately, this patient underwent a replacement procedure in which the electrode was explanted and this s-ICD was explanted noted to prevent infection. A new system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise, which was oversensed, resulting in an inappropriate shock to this patient. Technical services (ts) noted an electrode fracture was suspected as there were large artifact signals noted on electrograms (egm) however, could not be determined. Ts recommended x rays. This patient was evaluated in the hospital and was found to be operating properly and was sent home. This patient was brought back to the hospital by ambulance. Secondary and alternate vectors became flat during evaluation. System impedances were checked and verified normal. Noise was detected and the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to low amplitude. Ultimately, this patient underwent a replacement procedure in which the electrode was explanted and this s-ICD was explanted noted to prevent infection. A new system was implanted and remains in service. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise, which was oversensed, resulting in an inappropriate shock to this patient. Technical services (ts) noted an electrode fracture was suspected as there were large artifact signals noted on electrograms (egm) however, could not be determined. Ts recommended x rays. This patient was evaluated in the hospital and was found to be operating properly and was sent home. This patient was brought back to the hospital by ambulance. Secondary and alternate vectors became flat during evaluation. System impedances were checked and verified normal. Noise was detected and the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to low amplitude. Ultimately, this patient underwent a replacement procedure in which the electrode was explanted and this s-ICD was explanted noted to prevent infection. A new system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.